Manufacturer narrative:
Summary: the complaint is confirmed for two (2) of two (2) returned pol 5.5 ti plug driver (pn 2000-9061) for the failure of instruments tip being twisted/deformed. The complaint is confirmed for one (1) of two (2) returned pol 5.5 ti plug driver (pn 2000-9061) for the failure of instrument rusting. Visual inspection of the drivers reveals that both have deformed tips which are twisted. Item with lot number "zb150602" is also rusted at the site of laser markings. Medical records were not provided for review. Potential cause the cause of the damage cannot be determined at this time since there is no information available regarding how the instruments were being used or handled at the time of the damage. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review and related actions per dhrs review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use this devices are used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report. Reference report 3012447612-2021-00172.

Event description:
It was reported that two drivers looked worn. This was discovered with no patient present. This is report two of two for this event.